Event description:
It was reported that a lead was implanted for screening, and the screening showed that stimulation "had enough therapy" on the patient. The reporter stated that there was an infection at the wound site during screening and the lead was explanted. It was noted that the physician commented that the infection was not related to the implanted lead. No further information was reported.

Manufacturer narrative:
Product ID 377745, product type: lead (B)(4).